Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "a loud hissing sound" (ambient noise issue). The customer reported a loud hissing sound was coming from the system on boot up. It appeared to be coming from around the fluidics module. The system was switched out to complete the cases. The cases were delayed an hour. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The fluidics module will be sent for in-house eval. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4)